Event description:
It was reported that the right siderail was broken.

Manufacturer narrative:
The service technician reported that the siderail broke at the location where the latch spindle is riveted onto the toprail cap. This allegedly prevented the right latch spindle from latching. It was further reported that the toprail was broken due to impact damage. The service technician replaced the right toprail and checked for functionality and the siderail functioned according to specifications.